Event description:
It was reported that the camera head experienced air leakage from connector section. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the information obtained from this complaint and the investigation results did not lead to the cause of the occurrence. A definitive root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.